Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one endeavor sprint rx coronary drug eluting stent to treat a non- tortuous and mildly calcified lesion located in the proximal to distal cx artery exhibiting 90% stenosis. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was predilated. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning. The procedure was completed using a different sized endeavor sprinter des. Patient status is alive with no injury.

Manufacturer narrative:
Product analysis: the stent was not positioned on the balloon between the markerbands as per specifications. The stent was positioned correctly at the proximal markerband, the stent stretched distally on the balloon and was not positioned correctly at the distal marker band. Deformation was evident from the 1st to the 24th distal stent wraps with struts raised, stretched and overlapping. Slight deformation evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.